Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noted a large air gap in the tubing. Reportedly, the customer was able to prime the air bubble out. The customer's blood glucose (bg) level was reported to be slightly elevated; however the exact value was not provided. It was indicated that the customer is consulting the healthcare provided regarding basal and carb ratios.